Event description:
Pet owner reported when injecting the dog, the plunger would just stop. Could not move lot # 3107180 catalog# 324909 date of event (B)(6) 2024 sample status awaiting sample dc (B)(4).

Manufacturer narrative:
Correction to h6, device code, investigation findings, investigation conclusions. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.